Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which required antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality could not firmly be established. However, the patient reported she continues to utilize the same liberty select cycler without any reported issue(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was suspected of having peritonitis due to drain complications. Follow-up with the patient confirmed she was diagnosed with peritonitis on (B)(6) 2023 and is currently being treated with two intraperitoneal antibiotics (drugs, dosages, frequency, or durations unknown). The patient stated the cause of the peritonitis has not been determined as she practices good aseptic technique. The patient reported the drain complications have improved, and she continues to utilize the same liberty select cycler without issue. Attempts to obtain additional clinical information from the patient¿s pd registered nurse were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was suspected of having peritonitis due to drain complications. Follow-up with the patient confirmed she was diagnosed with peritonitis on (B)(6) 2023 and is currently being treated with two intraperitoneal antibiotics (drugs, dosages, frequency, or durations unknown). The patient stated the cause of the peritonitis has not been determined as she practices good aseptic technique. The patient reported the drain complications have improved, and she continues to utilize the same liberty select cycler without issue. Attempts to obtain additional clinical information from the patient¿s pd registered nurse were unsuccessful.